Event description:
The consumer stated that the string detached from her tampon and she was unable to remove it. The consumer was planning to contact her sister, whom is a nurse, for assistance in removing.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.